Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that after sterilization, the instrument was noticed to be broken.

Manufacturer narrative:
The universal handle assembly was returned; however, the device was returned through the worn instrument program and was sent to scrap salvage in august. Therefore, no product evaluation was able to be performed. Review of receiving inspection report indicates the devices were manufactured to specifications. This device is used for treatment. Review of the complaint history identified no additional complaints for the part-lot combination of the returned device for failure mode of cracked/fractured handles. The universal handle has a potential field age of 1 year 10 months, however, the frequency of use of this device is unknown. A specific cause for the reported condition could not be determined with certainty.